Event description:
It was reported that the clinician was using the tubing and the end that was connected to the syringe broke; at which time, blood went everywhere. As a result, another tubing set was used. There were no pt complications reported. Update of 9/12 stated they were performing a blood transfusion at the time of the disconnect. The nurse had to change her clothes afterwards. There were no pt complications reported.

Manufacturer narrative:
(B)(4). A f/u report will be filed if more info becomes available.